Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: submitted to health (B)(6) by the patient. (B)(4). The removed portion of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc sling was implanted into the patient during a procedure performed on (B)(6) 2006. After the procedure, the patient experienced erosion of the sling causing stones that thinned the wall of the urethra. The patient subsequently had to undergo stones removal repeatedly, mesh removal and reconstruction of the urethra; however, there are still stones present in the patient's urethra and some parts of the mesh were unable to be removed from the patient.